Event description:
It was reported that an ilet was dropped during handling and the touchscreen cracked, after which the user could not unlock or operate the device; this reflects a mechanical damage event with a damaged display component resulting in loss of user interface functionality. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no medical intervention, no hospitalization, and continued cgm use with a phone or receiver while a replacement was arranged. Investigation included customer interview, troubleshooting, and logistics review for replacement and return. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with no device alarms or performance anomalies reported beyond the inoperable screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.